Event description:
During a thoracotomy the tx30v stapler was fired, the staples did not hold. The staples were picked out and another tx30v was opened to complete the case. It worked properly. There was no consequence to the pt.

Manufacturer narrative:
Facility experienced an event with the proximate reloadable linear stapler while performing a thoractomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971879. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, cartridge condition, handle shroud condition, hook/anvil condition, retaining pin arm condition, and retaining pin condition, good; cartridge batch number, j00j9y; closure trigger position, and firing trigger position, open; cartridge position properly, and proper cartridge; yes; driver condition, good/extended; and staples present, no. Functional tests & results: cartridge lockout functional, cartridge rear cap present, closure stroke functional, firing trigger lockout functional, instrument cycled, proper cartridge guide, staples fire properly, staples form properly, and staples heights conforming, yes; release button condition, and trigger release condition, good; and test cartridge batch number, k46e4d. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was examined and was found to be functional. A reloadable test cartridge was inserted and the instrument was cycled, fired and formed all staples properly and without incident. No conclusion could be reached as to why the reported instrument's "staples did not hold" during surgery. Each instrument is evaluated during the assembly process to ensure that staples fire and form correctly. The staples may not form properly and leakage of the staple line may occur if the instrument is closed onto tissue which is thicker than the recommendation for proper operation. Co strives to understand each incident as it occurs in order to continuously improve the products.